Manufacturer narrative:
H.6. Investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. DHR could not be performed due to unknown lot#. H3 other text : see h.10

Event description:
It was reported that an unspecified bd catheter was damaged, but still operable. The following information was provided by the initial reporter: "reported retrospectively on a routine district nurse visit to check the patient's syringe driver it was discovered that the bung from the 24ga 0.75in 0.7 x 19mm bd saf-t-intima (with y adapter) was missing and there was leakage of medication. All staff made aware of potential risk in future. Bungs supplied that are more secure and staff will use these in future to prevent original bung from becoming dislodged"

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified bd catheter was damaged, but still operable. The following information was provided by the initial reporter: "reported retrospectively on a routine district nurse visit to check the patient's syringe driver it was discovered that the bung from the 24ga 0.75in 0.7 x 19mm bd saf-t-intima (with y adapter) was missing and there was leakage of medication. All staff made aware of potential risk in future. Bungs supplied that are more secure and staff will use these in future to prevent original bung from becoming dislodged".